Manufacturer narrative:
The root cause of the false negative hbsag results was determined to be a mutant strain of hepatitis. The device labeling, located in the limitations section of the vitros hbsag instructions for use states: "hbsag results should only be used and interpreted in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to or infection with hepatitis b virus. Levels of hbsag may be undetectable both in early infection and late after infection. In rare cases hbsag tests do not detect certain hbv mutant strains." Investigation of this event concluded that the instrument was operating as intended.

Event description:
A customer observed reproducible, false negative hbsag results from a single patient tested on the vitros eci analyzer. An alternate method yielded positive results for hbsag. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. Note: this form 3500a (MDR # 9680658-2008-00233) is two of two mdrs for this event. Two devices were involved. The sample was assayed in duplicate and dilutions were performed to rule out the presence of an interferent. This report corresponds to ortho clinical diagnostics inc.